Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized two years ago. The customer stated that they had issues with the glucose and that their doctor had to take them off of metformin; the customer is insulin resistant. The customer did not provide any further details and they declined speaking with the 24 hour helpline.